Event description:
A field service engineer (fse) reported to olympus, during preparation for diagnostic procedure, the 4k uhd lcd monitor powered off automatically and was restored after 30 minutes. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter address: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device was in a good appearance, there was no liquid inlet found inside the device, when connected to other devices to test, no abnormal phenomena such as flashing screen and image recovery were found on the display. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.